Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid at 1mg/ml at 0.063mg/day via an implantable pump. The patient reported increase in chronic pain symptoms. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was a catheter dye study, (date was unknown for the procedure) which was negative for return of csf (cerebral spinal fluid). The actions and interventions taken to resolve the issue was the physician removed the old pump segment and had immediate flow of csf from spinal segment. The pump segment was replaced, using the exact same length, thus no change in implanted catheter length or volume. The issue was resolved at the time of the report and it was noted that the healthcare provider had no further information regarding the event.